Manufacturer narrative:
This report is being filed on international product list number 8k25-25, that has a similar product distributed in the u.s., list number 8k25-27. (B)(4). A follow-up report will be submitted when the evaluation is complete. Evaluation in progress.

Event description:
The account stated one patient generated elevated architect intact pth compared to beckmann pth method. The patient tested architect intact pth of 150 pg/ml which was questioned by the physician. The patient went to another facility which tested beckman pth normal range of 55 pg/ml. Historical patient results were architect intact pth of 181.0 pg/ml on (B)(6) 2013, 162.0 pg/ml on (B)(6) 2013 and 182.4 pg/ml on (B)(6) 2012. The account questions if this patient has an interfering element the generates nonspecific reaction which elevated the architect intact pth levels. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Catalog number was updated from initial report of 08k25-25 to 08k25-20 on the followup report. Complaint reports received to date were reviewed to determine if others have experienced the same issue. This review did identify an increase in complaint activity. Abbott has received complaints of individual patient sample results with a greater bias than expected. In some instances, abbott has determined that the cause was an interfering substance. Abbott will continue to investigate to determine if there are other contributing causes for these specific samples. This information was also provided in a product information letter (reference (B)(4)). To further investigate the customer issue, the investigation team performed testing using reagent lot 01512k000. Three architect instruments were calibrated, and a single replicate of abbott controls (designated for validity) was tested. Using the accepted calibration curve, six replicates of each control level were run across the three instruments following both the routine and stat modes. The individual replicate for each level was evaluated against package insert ranges. This testing met acceptance criteria, all control values were within range. In addition the investigation team reviewed a study "performance characteristics of six intact parathyroid hormone assays ". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010, to provide the customer with additional information. Also, in regard to patient result discrepancies, the "limitations of the procedure" section in the architect ipth assay package insert provides the customer with additional guidance. Based on the investigation it is determined that the architect intact pth assay is performing as intended.

Manufacturer narrative:
Abbott has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. Reduced expiration dating has been implemented to address the issue. Architect intact pth controls are manufactured from the same matrix material as the calibrators. Therefore, both architect intact pth calibrators and controls will have a reduced expiration dating.

Manufacturer narrative:
Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and an investigation is ongoing to identify the cause of the issue. A follow up report will be submitted when the investigation is complete.